Event description:
A female patient reported that she lost 15% of her vision, while using renu with moistureloc multi-purpose solution. The patient's medical records indicated that in 2006, she was presented with eye pain and redness (od) and was diagnosed with corneal ulcer. Vigamox was prescribed. Five days later, the patient's corneal ulcer and scar were regressing. Three days following, the corneal ulcer was ontinuing to resolve. Four days later, the patient was referred to another optometrist where ulcerative keratitis associated with contact lens wear was confirmed. A small anterior stromal scar was noted and the epithelium overlying it was intact. The anterior chamber was clear with no remaining infitrates in the cornea. The ulcer had resolved, and therefore, vigamox was discontinued. The optometrist had no objection to the patient restarting contact lenses. The optometrist did confirm the patient's ulcer was not located in the central cornea. It was unknown whether it was infectious, as no culture was taken. No permanent decrease in visual acuity was noted.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.